Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer contacted the clinical sales representative (csr) who reported that they were in multiple cases and the insufflation issues did not return. The robot was connected to the hospital wall. The hospital site had issues with wall pressure in the past. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the insufflator had been struggling during the case. The customer said it fluctuated between flow rate in the 20's with pressure at 40's to flow rate and pressure at 0. The customer replaced the suction tubbing, but the issues continued. They were continuing with the case. The customer said the blue light around the insufflator screen stayed on the whole time and there were no error messages on their end. The technical support engineer (tse) did not find any error messages in the logs relating to the insufflator. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer tried replacing the insufflator tubing with no resolve. They switched to an airseal insufflator to resolve the issue. The insufflation loss was described as rapid. The procedure was completed robotically with no harm to the patient reported.